Manufacturer narrative:
Engineering evaluation noted that the dislocation reported was likely the result of either loosened supporting ligaments surrounding the joint and/or hip range of motion sufficient to initiate lever-out of the femoral head, which led to the symptoms reported.

Event description:
Index surgery: 11/2010. Patient reported dislocation.